Event description:
It was reported that patient underwent hip procedure on (B)(6), 2012. During the procedure, the hex driver fractured while a trial body was still attached to the femoral stem. The trial body had to be cut in half to reach the screw. The procedure was completed successfully, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload.